Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: promus element plus 4.0x24, three xience primes (two 4.0x38s), (one 3.5x38); other: aspirin, clopidogrel. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, stenosis, and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x38 rx xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013 four xience stents were implanted in the proximal, mid, and distal right coronary artery (rca). On (B)(6) 2016 the patient had stable angina with dyspnea/shortness of breath. Diagnostic coronary angiography was performed and the condition resolved. Percutaneous coronary intervention was performed for restenosis in the proximal and distal rca study lesions. The patient expired on (B)(6) 2017 of unknown cause. There was no additional information provided.